Event description:
The device was used during a lung procedure. Reportedly, the stapling was not complete on the pulmonary parenchyma resulting in hemorrhage and pulmonary hematoma. The procedure was completed by manual suturing.